Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent strut fracture could not be confirmed; however, some of the struts were bent. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90% stenosed distal right coronary artery (rca). After pre-dilatation was performed, the 2.5x18 mm multi-link 8 stent delivery system (sds) was advanced; however, due to the angle of the middle of the rca, it failed to cross. When the multi-link 8 sds was retracted resistance was felt and some stent struts were observed to be fractured in the middle and proximal edge of the stent implant. Additional pre-dilatation was performed and a 2.5x15 mm non-abbott stent was used in an attempt to cross; however, this also failed. The procedure was ended at this point as nothing would cross successfully for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.